Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer found possible slight damage in the lower left corner on the touchscreen diagnostics screen. The detected touch is off by an inch in some spots. The unit was being used on a patient at the time the reported issue occurred. However, there was no patient harm.

Manufacturer narrative:
Date of manufacturer: 06/13/2018. Date of report: 09/21/2018. The biomedical engineer stated that the touchscreen was replaced and the unit was back in service.